Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: based on evaluation by integra service & repair, this described failure is being addressed by internal quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. As an interim solution, integra can replace components of the mlx lighting units to restore functionality. Root cause analysis: a quality plan was opened to address the root cause and corrective actions for the described issues.

Event description:
A facility reported that the fuses of the mlx 300w xenon lightsource (00mlx) were blown. The fuses were replaced; however, the unit still would not turn on. It is unknown under which circumstance this event occurred; however, no harm, death or delay in surgery has been reported.